Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Low bg cause was not known. The customer became unconscious and required third party assistance from paramedics. The paramedics took the customer to the emergency room (ER) on (B)(6) 23 for six hours. The customer received intravenous therapy (IV) and fluids of saline and sugar water to address the bg. A system check was performed, and it was found that the customer was using off label insulin (apidra) within the pump supplies. The customer was released from the ER on 10/06/23 with no permanent damage. No additional patient or event information was available.